Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that a (B)(6) autofeed chamber as part of the 950a81j adult ventilator dual heated circuit kit (with filter) had pinholes in the base of the chamber. The healthcare facility further reported that tobramycin in an injectable formulation was used and diluted with saline. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Corrections: section d4: placeholder model# updated to 950a81j as confirmed by the healthcare facility. Section d4: serial number intentionally left blank as the information is not applicable, batch# not provided by the healthcare facility. Method: the subject (B)(6) autofeed chamber as part of the 950a81j adult ventilator dual heated circuit kit (with filter) was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the photographs and description of events provided by the healthcare facility, previous investigations of similar complaints and our knowledge of the product. Results: visual inspection of the provided photograph observed that the base of the (B)(6) autofeed chamber had several small holes with rough edges. Large amounts of brown residue were visible on the chamber base and the heaterplate of the f&p 950 respiratory humidifier. The healthcare facility further reported that the patient was receiving tobramycin injectable formulation, diluted with saline. Conclusion: based on the information provided by the healthcare facility, and our knowledge of the product, the cause of the eroded chamber base ((B)(6) autofeed chamber) as part of the 950a81j adult ventilator dual heated circuit kit (with filter), was due to the introduction of saline (sodium chloride) to the chamber. When introduced into a humidity chamber, the chemical corrosion effects are significantly accelerated due to the temperature of the operating heater base. This results in the formation of holes in the aluminium base reacting with the chlorine. Every (B)(6) chamber complete autofeed 900 is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject chamber would have met the required specification at the time of production. Our user instructions that accompany the z41002 chamber complete autofeed 900 state the following: - "use usp sterile water for irrigation, or equivalent. Adding other substances may have adverse effects." - "do not clean or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "do not use the chamber if it has been visibly damaged or dropped." - "set appropriate ventilator or flow source alarms to monitor therapy delivery." - "perform a pressure and leak test on the breathing system before connecting to a patient."

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that a z41002 autofeed chamber as part of the 950 circuit kit had pinholes in the base of the chamber. There were no reported patient consequences. F&p are currently in the process of obtaining further information regarding the reported event, the 950 circuit in use was not confirmed

Manufacturer narrative:
(B)(4). Section d4: incomplete device details provided, 950 is a placeholder as the parent circuit kit was not provided by the healthcare facility. Fisher and paykel healthcare (f&p) are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.